Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user observed damaged cable on the mega needle driver instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary confirmed. The instrument did not collide with any other instrument or tool during the procedure. No issue related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist confirmed.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis of a da vinci product involved with this complaint. The mega needle driver (nd) instrument was analyzed and found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.